Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet algorithm maladapted following repeated missed or inconsistent meal announcements, leading to a factory reset and re-setup to allow the system to relearn usual intake while paired with the dexcom sensor. No adverse clinical symptoms associated with concern for suboptimal glycemic management, with a documented blood glucose of 90 mg/dl at the time of contact and no reported adverse clinical effects. Outcomes included user re-education, troubleshooting, and successful device setup without hospitalization. Investigation included customer communication and technical support review focused on meal announcement practices and algorithm behavior. Investigation of this case revealed use-related error due to missed meal announcements, with the device and sensor components functioning as designed after reset and retraining. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to algorithm maladaptation, resolved with education and system reset.